Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01181. It was reported x-rays were taken and revealed lead migration. As a result, the patient will undergo surgical intervention on a later date to address the issue. Both of the patient's leads are being reported because it is unknown which lead has migrated.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01181. Follow-up revealed both of the patient's leads were explanted and replaced. Also, one of the patient's leads found to be fractured during the procedure. Surgical intervention resolved the patient's issue.